Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found multiple issues that required correction: to resolve frequent errors with the diff preserve metering pump not finding home, the fse replaced the diff preserve metering pump; to resolve frequent nrbc (nucleated red blood cell) processing errors (missing parameter errors) and address the nrbc mix chamber sample line and dv (distribution valve) line accumulated with blood residue, the fse cleared both lines and mix chamber with (B)(4) bleach followed by a deionized water rinse upon verification of the instrument, the fse found a leak at the top rear of the vc222 chamber body (vcs waste chamber). The part was replaced, and tubing from vl201 to vcsn waste chamber was also replaced as a preventative measure; during verification of the sam (sample aspiration module) horizontal movement, the fse determined that the differential/nrbc/reticulocyte intermittent vote outs were being caused when the error "sam horizontal movement could not be verified" occurred and found the control signal causing the sam to go off/out of index. The fse replaced sam mrc (module resource controller), x axis motor with encoder, and x axis motor cables (motor & encoder) to resolve the issue. Identified failure modes for each of the above findings: diff preserve metering pump; dirty dv and mix chamber; vc222 chamber body; improper functioning sam mrc, x- axis motor and x-axis motor cables. There were no erroneous test results associated with this event. Upon recur of the failures, the following can occur: erroneous differential results are likely due to insufficient delivery of the stabilyse from the differential preserve metering pump (stabilyse) for differential analysis; erroneous differential, nrbc, and reticulocyte results are likely due to insufficient sample flow from the nrbc, differential, or reticulocyte mixing chambers to the distribution valve for sample analysis to the flow cell for vcs analysis; a failure mode related to a cracked vc222 chamber is not likely to affect the draining function of the differential, reticulocyte, stain and nrbc mixing chambers, and the flow cell waste vc218, during sample analysis, therefore, results will not be impacted; a failure related to improper travel of the sam in the horizontal (x-axis) direction is likely to generate erroneous results for cbc (complete blood count), differential, nrbc, and reticulocyte parameters due to a failure to deliver sample for analysis. Evaluation of product labeling: per dxh800 instructions for use, pn (B)(4), the dxh 800 system manager includes flags, codes and messages to alert you to issues with patient or control results. (B)(4).

Event description:
The customer reported frequent differential vote-outs (an error condition that does not produce numerical test results) when using the unicel dxh 800 coulter cellular analysis system. A leak was also found when a beckman coulter field service engineer (fse) was onsite to service the instrument. All liquid was contained within instrument chassis. The operator was wearing lab coat and gloves. There was no exposure to mucous membranes or open wounds. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.